Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "discomfort", "incontinence, urinary", "infection, urinary tract" and "pain" were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator has had 5 different urinary tract infections since (B)(6), and they were unsure if they were device-related. The patient was previously hospitalized due to a uti in (B)(6). The patient was also very unhappy with their implant and therapy support. The patient stated that the device had not worked well for them. The patient's physicians had been unable to explain why the patient suddenly began experiencing utis once they received the implant. The patient was experiencing urinary incontinence, discomfort and pain as well. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator has had 5 different urinary tract infections since february, and they were unsure if they were device-related. The patient was previously hospitalized due to a uti in july. The patient was also very unhappy with their implant and therapy support. The patient stated that the device had not worked well for them. The patient's physicians had been unable to explain why the patient suddenly began experiencing utis once they received the implant. The patient was experiencing urinary incontinence, discomfort and pain as well. There were no additional patient complications.